Manufacturer narrative:
The technician replaced the siderail end tube and ratchet rivets to repair the stretcher.

Event description:
Info received indicates the right siderail will not latch due to a broken siderail end tube.